Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as multiple hardware. The fse performed cleaning and replaced the buffer valves, sample probe, reference electrode and sample pot to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) results, including sodium (na), chloride (cl) and potassium (k) for three (3) patients on their au480 clinical chemistry analyzer. A patient was sent to the emergency room (ER) for retesting. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.